Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. The issue had occurred before contacting technical support. The customer was unable to recall which charging supplies were changed to resolve the issue. Customer continued to use pump for insulin therapy.